Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, it was found that the patient line had not been properly primed. The technical service representative (tsr) had the home patient (hp) cycle the power to the hc. The hc alarmed with a system error 2367. The tsr had the hp cycle the power again. The tsr explained the alarm and that she would have to start over using all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The complaint was confirmed because an incomplete prime is a known cause of a system error 2240 (air in tubing).